Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a mica surgery the screwdriver broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw 08-oct-2024: further information was provided that the broken piece was retrieved out of the patient.

Manufacturer narrative:
Additional information. The complaint allegation is confirmed. One unpackaged ar-8741-40 driver, t10 hexalobe, beveled ft batch 1392425, was received for evaluation. The visual evaluation revealed that the driver's tip was broken off, and the remaining piece geometry was bent, most likely because of the excessive forces applied. Functional testing was not performed as the device was received damaged. Evaluation of the returned device included overall length measurements per drawing c18761 at revision 4. The overall length was measured from the broken tip's lowest point to the connector's end. Component c18761-01 oal 6.22 ± .01 in; the device oal measured 6.06 in. The device's length is shorter due to the break. The diameter of the tip was measure according to the drawing specifications ø .14 ± .01 the results was .14in. The most likely cause of the reported failure is user error by applying excessive force during use.